Event description:
It was reported that the arctic sun device has a black screen issue. Per follow up information received via email on 18apr2024, they repaired the device on the customer site. The issue was resolved. There was black screen problem. Replaced a control panel. Tested the device, but the flow was zero. They replaced a circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. Conducted a bypass mode test, the flow rate was zero. Replaced circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has a black screen issue. Per follow up information received via email on 18apr2024, they repaired the device on the customer site. The issue was resolved. There was black screen problem. Replaced a control panel. Tested the device, but the flow was zero. They replaced a circulation pump.